Event description:
It was reported that the subject's blood glucose per the one touch profile meter read hi (>600 mg/dl) at 11:00. The subject took 7u of insulin and called their doctor who advised pt to take an additional 8u of insulin. The subject began to experience symptoms of low blood glucose and attempted four times to test on their meter and received er1 messages. The subject's blood glucose per the doctor's one touch ii meter read 122 mg/dl at 13:00. At 14:00 the subject's blood glucose per the doctor's meter was 25mg/dl and he treated the subject with IV glucose. The treating physician has been incorrectly cleaning his one touch ii meter optics with alcohol. As cautioned in the owner's manual, use of "alcohol will damage the meter."